Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited one oversensed beat. Additionally, it was reported that the right ventricular (rv) lead exhibited oversensing on a high rate episode when the morphology deteriorated. The ra lead and rv lead remains in use. No patient complications have been reported as a result of this event.